Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer service, the following was reported. On an unspecified date in 2011, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. Treatment included antibiotics gentamicin and cefazolin (dose, route, start/stop dates not reported). The patient was not hospitalized and was recovering from the event of peritonitis. An outcome for the event of patient made mistake was not provided. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality for the event of patient made mistake/touch contamination was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11b07024 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.